Event description:
The customer initially reported that the power light was off. New info was obtained on (B)(6) 2011 clarifying the symptom as the ac power/battery charge indicators were not lit. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer initially reported that the power light was off. New info was obtained on (B)(6) 2011 clarifying the symptoms as the ac power/battery charge indicators were not lit. There was no reported of pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.